Event description:
The customer emailed explaining that they got a small tear to their vaginal opening while removing the cup and visited a doctor because of it. The customer was removing the model 2 cup when they got the tear. They visited a gynaecologist the next day, and the health care professional said they had never seen a similar case before. The incision was told to health by itself. We replaced the product and gave further use instructions to the customer. We sent the customer a replacement for model 1 since it is smaller and softer than size 2.